Event description:
The patient reported of being informed that after the implant the "upper lead (atrial lead) came loose" and was instructed to wait 3 months. The lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).